Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) level. The patient indicated that on (B)(6) 2012, at 1:15 am, he went to an emergency room (ER) with a bg level of "580 mg/dl" and symptoms of nausea, vomiting, frequent urination, and thirst. The patient denied having shortness of breath or chest pain. In the ER, the patient was taken off the pump and put on injections. The patient's bg came down to "480, 467, 435, 325, and 301" mg/dl while on injections. A doctor at the ER requested for the pump to be replaced. The patient mentioned that he and a friend programmed the pump on (B)(6) 2012, at 12:13 am. The patient claimed that his friend programmed the pump with the settings of an old pump. Per the pump's history, the patient had only bolused 5 units on (B)(6) 2012. For (B)(6) 2012, a total of 28.85 units had been delivered. The animas representative involved in this contact noted that the patient's basal history did not appear to be correct. The representative also noted that the prime and fill cannula was not correct. The pump's history revealed a 0.6 unit prime and 0.0 unit fill cannula. The representative informed the patient that had possibly gone approximately 10 hours without any insulin. The tubing appeared to be clear, secure, and straight. The site appeared to be intact. He denied observing bubbles in the cartridge. The pump was replaced per the request of the doctor. The representative advised the patient to get the pump settings from his health care provider and to call animas back for setting up the replacement pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was treated for hyperglycemia in an ER. However, the patient's injury can be attributed to possible user-error with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed that the pump was suspended from 10:42 pm on (B)(6) 2012 until 1:16 am on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump was found to have a cracked display screen; a test display was inserted to performed testing.